Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. As reported by the site, the patient had been diagnosed with ulcerative polyps in the stomach and this was cause of the patient issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that during routine patient clinic visit, patient was admitted from clinic to the hospital on (B)(6) 15 with complain of melena and bright red blood per rectum "(brbpr)". Patient was transfused a total of 4 units prbcs due to low blood levels and symptomology. On (B)(6) 2015 patient was taken for an egd procedure which showed ulcerative polyps in the stomach, treated with argon plasma coagulation ("apc") with good hemostasis. It was stated that the patient was restarted on anticoagulation medications and no adjustments were made to the medical regimen. Patient was discharged home on (B)(6) 2015 and to date is doing well at home with no further bleeding issues. No additional information provided..